Manufacturer narrative:
D10 concomitant products: lf1923, jaw open lf1923 ligasure maryland 23cm (lot#:41170040x) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a open esophagectomy, the sealing was not good in different vessels and thickness. There was no re-grasp alert but activation tone and end tone were heard. The surgeon needed more sealing cycles and more clips than usual for a good result. The device was cleaned 15 times. Patient had oozing/minimal/moderate bleeding around the esophagus and stomach. The procedure was extended for 30 minutes.